Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging was taken and revealed that one of the patient's spinal cord stimulator (scs) leads had migrated. The patient underwent a lead replacement procedure and the patient was doing well with restored coverage postoperatively. The explanted lead was retained by the medical facility and will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 7109598. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI)#: (B)(4).